Event description:
It was reported that during a preparation for a coronary stenting treatment procedure, the stent moved on the balloon. The 20x3.50mm liberte bare stent delivery system (sds) was removed from the package and it was advanced on the guidewire. Before the device was advanced into the patient it was noted that the stent moved distally on the balloon. The liberte sds was removed from the guidewire and exchanged for another of the same size to complete the procedure. The procedure was completed without any patient complications.

Event description:
It was reported that during a preparation for a coronary stenting treatment procedure, the stent moved on the balloon. The 20x3.50mm liberte bare stent delivery system (sds) was removed from the package and it was advanced on the guidewire. Before the device was advanced into the patient it was noted that the stent moved distally on the balloon. The liberte sds was removed from the guidewire and exchanged for another of the same size to complete the procedure. The procedure was completed without any patient complications.

Manufacturer narrative:
Device evaluated by manufacturer- the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: the device was received with the stent protector placed over the crimped stent. An examination of the stent, through the stent protector, found that the stent was positioned proximally on the balloon. The proximal edge of the stent was positioned approximately 7mm proximal to the proximal edge of the proximal markerband. When the stent protector was withdrawn it was noted that the stent was free moving along the balloon. An examination of the balloon found a clear impression of where the stent had been crimped initially. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact (B)(4).